Manufacturer narrative:
Analysis was able to confirm the customer comment, several errors were found in the logs. The main printed circuit board (pcb) was out of electrical specification. The output connector was broken. Hanger assembly and screw were contaminated. The black battery wire was loose when disconnected from main pcb. The main label was damaged. Display wires are pinched, white wire is exposed. Output connector nuts were discoloured. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) booted up to an error code which read, ¿button is depressed¿. The user attempted to reboot the epg, but this failed to resolve the issue. The epg was received into service. There was no patient involvement.